Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation mr with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve. However, post deployment, the clip opened from 20 degrees to roughly 30-35 degrees. It was noted the clip remained stable on the leaflets. The procedure was completed with no additional clips implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.